Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported infusion tip failed to infuse normally after several attempts before pars plana vitrectomy (ppv) surgery. It could be used normally after replacing it with a new pack. There was no report of patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned product was visually inspected and no obvious defects were found that would contribute to the reported event. The product was tested on a calibrated console and a infusion error occurred indicating an infusion fluid error. Analysis and inspection of the straight through connector on the infusion cannula assembly confirmed occlusion. The system is designed to perform a quality safety to detect for this unwarranted condition and alert the user during priming of the device prior to surgery. The infusion flow path was inhibited by flash material at the straight through connector which is a molded component by our supplier manufacturer. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The most likely root cause of the customer¿s complaint is related to mold-tool damage that produced the straight-through-connector. The damage to the cavity can cause the flash/occlusion within the tubing which resulted in the customer experience. The supplier manufacturer has been notified and made aware of this complaint issue. No further action will be taken for this occurrence. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).